Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "vision impairment" (vision, impaired); "star shaped luminous patterns which glared and outshined" (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). An optician reported that following bilateral intraocular lens (iol) implant surgery, the patient developed vision impairment which led to this iol being exchanged. The iol was replaced with a different model lens. In a follow up, the optician reported the patient was experiencing increasing star shaped luminous patterns which glared and outshined. The surgeon further reported that following the exchange, the patient continued to experience the luminous pattern. The patient's retina was examined and found to be normal. Since the patient's symptoms did not resolve following the iol exchange, it was decided not to perform an exchange on the fellow eye. There are three medical device reports associated with this event. This report is for the initial procedure for the first eye.